Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure ¿ not located/one coil unable to locate'), fallopian tube perforation ('perforation (fallopian tubes)'), salpingitis ('fallopian tubes infection'), oophoritis ('ovaries infection'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 48-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam since 2005 and verapamil since 2015. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain"), food allergy ("food allergies"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), raynaud's phenomenon ("raynauds"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("gas"), gastrointestinal disorder ("bowel problems"), alopecia ("hormonal changes ¿ hair loss"), dizziness ("dizziness"), urinary tract infection ("urinary infection"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (in (B)(6) 2009 underwent ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, oophoritis, menorrhagia, genital haemorrhage, vaginal haemorrhage, pelvic pain, food allergy, female sexual dysfunction, raynaud's phenomenon, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrointestinal disorder, alopecia, dizziness, urinary tract infection, nausea, amnesia, vaginal discharge, weight increased and vulvovaginal pain outcome was unknown. The reporter considered alopecia, amnesia, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flatulence, food allergy, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, oophoritis, pelvic pain, raynaud's phenomenon, salpingitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient report after essure removal most, if not symptoms decreased. Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure ¿ not located/one coil unable to locate'), fallopian tube perforation ('perforation (fallopian tubes)'), salpingitis ('fallopian tubes infection'), oophoritis ('ovaries infection'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam since 2005 and verapamil since 2015. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain"), food allergy ("food allergies"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), raynaud's phenomenon ("raynauds"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("gas"), gastrointestinal disorder ("bowel problems"), alopecia ("hormonal changes ¿ hair loss"), dizziness ("dizziness"), urinary tract infection ("urinary infection"), nausea ("nausea"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (in (B)(6) 2009 underwent ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, oophoritis, menorrhagia, genital haemorrhage, vaginal haemorrhage, pelvic pain, food allergy, female sexual dysfunction, raynaud's phenomenon, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrointestinal disorder, alopecia, dizziness, urinary tract infection, nausea, amnesia, vaginal discharge, weight increased and vulvovaginal pain outcome was unknown. The reporter considered alopecia, amnesia, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flatulence, food allergy, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, oophoritis, pelvic pain, raynaud's phenomenon, salpingitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient report after essure removal most, if not symptoms decreased. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received- previously reported event ¿injury to herself¿ was updated to¿ pelvic pain¿, events- ¿migration of essure ¿ not located/one coil unable to locate, perforation (fallopian tubes), abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), fallopian tube infection, ovaries infection, food allergies, apareunia (inability to have sexual intercourse), raynauds, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gas, bowel problems, hair loss, dizziness, urinary infection, nausea, memory loss, vaginal discharge, weight gain and vaginal pain¿, reporters information, concomitant drug and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.